Event description:
The account alleged the bed has a head up self-run even when the bed is unplugged. No pt impact.

Manufacturer narrative:
The account replaced the pt power control board assembly to resolve the issue.